Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch ultra meter displayed an error 2 message. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred on (B)(6) 2016 at 09:00pm. The patient manages his diabetes with metformin pills and it is unknown if he made any changes to his usual diabetes management routine in response to the alleged issue. The patient denied developing any symptoms however stated that at 09:30pm on (B)(6) 2016 he was admitted to an emergency room (ER) where he had his blood glucose on an ER meter which gave a result of 550mg/dl and was treated with insulin. During troubleshooting the cca noted that the patient was using expired strips and the cal code was set incorrectly. Replacement products were sent to the patient. This complaint is being reported as the patient reported a sign suggestive of a serious hyperglycemic event and subsequently received medical intervention from a healthcare professional.